Manufacturer narrative:
Product evaluation found lens returned dry in the lens container. Visual inspection found haptic broken and bent. Dimensional inspection found lens is within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.5/+3.5/089 diopter, into the patient's right eye (od) on (B)(6) 2017. On the same date and during the same surgery, the lens was explanted due to the patient experiencing excessive vault. As of the date of MDR submission, the lens has not yet been returned for evaluation.